Event description:
It was reported that (1) 511sd was used during an cholecystectomy procedure. It was reported by the affiliate that the valve rubber was tearing easily during the videosurgical proceeding. It seems so fragile. The procedure was completed with this damaged trocar, with some difficulties. No adverse consequence to the pt.